Event description:
It was reported that the patient had a hematoma in the device pocket. The patient was hospitalized as a result of the event. No diagnostics or troubleshooting was required. The patient status was alive with no injury at the time of the report. A health care provider (hcp) evacuated the hematoma on (B)(6) 2015. The patient was wearing a binder prior to the surgery, and the doctor attempted to aspirate blood out of the device pocket. The pump was infusing lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).